Manufacturer narrative:
The fse determined that the overflow of the needle bellows was due to a failure of solenoid (lv29) which resulted in the pinch valve pv21 not actuating. (B)(4).

Event description:
The customer reported the needle bellows of the coulter lh 500 hematology analyzer was full of fluid. The amount of fluid was approximately 1 ml and was contained within the analyzer. The customer was wearing personal protective equipment consisting of gloves and lab coat at the time of the event. There was no contact of the leak to open wounds or mucous membranes. Patient results were not impacted by the event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.